Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor), pacing impedance measurements of more than 2,000 ohms. Device data was reviewed which revealed a gradual increase in impedance measurements. No noise was observed. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.